Event description:
The article, "atrial fibrillation and clinical outcomes following mitral transcatheter edge-to-edge repair according to mitral regurgitation etiology", was reviewed. This research article is a prospective multicenter experience to evaluate the association between atrial fibrillation and clinical outcomes after mitral transcatheter edge-to-edge repair (m-teer) according to the etiology of mitral regurgitation (mr). The device included in the study was the mitraclip. The article concluded that atrial fibrillation (af) was associated with all-cause mortality after m-teer in patients with degenerative mr (dmr), but not in those with vfmr or afmr. [The primary and corresponding author was masaki izumo, department of cardiology, st marianna university school of medicine, sugao 2-16-1, miyamaeku, kawasaki 216-8511, japan, with corresponding e-mail: heartizumo@ yahoo.co.jp.]. This study included patients who underwent m-teer from 01 april 3018 to 30 june 2023. A total of 3764 patients were included in the study, all of whom received an abbott device. In the degenerative mitral regurgitation (dmr) group, the average age of the patients with atrial fibrillation (af) was 83.6 years and the average age of the patients with no af was 81.9 years. In the ventricular functional mitral regurgitation (vfmr) group, the average age of the patients with af was 77.2 years and the average age of the patients with no af was 74.2 years. In the atrial functional mitral regurgitation (afmr) group, the average age of the patients with af was 82.3 years and the average age of the patients with no af was 83.1 years. The majority gender was male. Comorbidities included diabetes mellitus, hypertension, coronary artery disease, cardiac surgery, stroke, chronic obstructive pulmonary disease, dialysis, liver cirrhosis, atrial fibrillation, atrial flutter, and mitral regurgitation.

Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including mellitus, hypertension, coronary artery disease, cardiac surgery, stroke, chronic obstructive pulmonary disease, dialysis, liver cirrhosis, atrial fibrillation, atrial flutter, and mitral regurgitation. Complications reported included stroke, heart failure, mitral stenosis, hospitalization, /prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.